Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 21, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was visually inspected under magnification revealing that the lens was cut in half. The lens was further inspected, and no issues that could cause or contribute to the compliant issues were observed. The complaint issue "explant", "glare", "halo vision", and "visual disturbance - starburst" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown, not provided; but the best estimate date is between may 17, 2023 and feb 13, 2024. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from a patient¿s right eye as the patient had very symptomatic glare, halo, and starburst. The issue was first noted during the post-operative examination. No other surgical and/or medical interventions required and no delay in procedure reported. Another johnson & johnson lens from different model (zcb00) but of the same diopter was used as a replacement. The patient is doing well post-operation and no injury was reported. No further information was provided.